Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have the plastic proximal clevis broken. Broken piece(s) is missing as a result of breakage. Size of missing piece is approximately 0.188 x 0.217 the root cause of broken instrument proximal clevis is associated with mishandling/misuse, such an excess force applied to the distal end of the instrument. Additional observation(s) not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the operating room (or) team noticed the permanent cautery spatula tip was broken. The patient's chest was checked inside of any possibly pieces left inside and nothing was found. No fragments fell inside patient. The surgeon checked on procedure's recording and noticed the tip was already damaged when instrument was first used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery spatula was not inspected prior to use. It was clarified that the instrument got stuck in the port when the surgeon wanted to remove it from the chest. It was corrected and clarified that the procedure delay was greater than 30 minutes and the patient was not on a cardio-pulmonary bypass during the delay. The procedure delay did not occur during a warm ischemia. Total operative time was 2.5 hours.